Event description:
It was reported that the sterility of the device was compromised. A mach1 catheter-guide was delivered and upon removing from packaging, the sterile packaging of the product was opened. No patient involvement with this event.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The mach 1 was returned for analysis in the shipping pouch. The device was inspected for any damage or irregularities. The complaint was written about the shipping pouch being open upon delivery. The pouch was inspected and signs of it having been properly sealed were visible at the seal line, but it had been pulled apart. The device and pouch had been folded for return shipment back and this caused kinks in the catheter. The kinks were visible at the fold lines. The device was not removed from the pouch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage.

Manufacturer narrative:
Date of event: no event date was provided, therefore, the first date of the month of the aware date was used. (B)(6).

Event description:
It was reported that the sterility of the device was compromised. A mach1 catheter-guide was delivered and upon removing from packaging, the sterile packaging of the product was opened. No patient involvement with this event.